Event description:
Upon starting patient on hemodialysis treatment. Venous pressure pod was noted to have blood in the air side of the pod. Venous pressure pod line was clamped. Treatment was paused, and dialysis circuit was changed out. Replaced with new lines and dialyzer. No issues noted upon resuming treatment. It seemed that the venous pressure pod was defective, or the divider that separates the air from the blood was missing.